Event description:
It was reported that the patient reported to the emergency room after receiving shocks from the implantable cardioverter defibrillator (ICD). Review of the information stored in the device found multiple ventricular episodes. Some episodes were non-sustained and some had anti-tachycardia pacing (atp) and shocks. Further review by boston scientific technical services (ts) found that the therapy appeared to be appropriate, however the atp did not convert the arrhythmia and may have accelerated the rhythm to the shock zone. Ts noted the lead measurements were within range. The clinician stated the patient is being treated for ventricular tachycardia (vt). The ICD remains in service and no adverse patient effects were reported.